Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the patient (male, (B)(6)) underwent a tmr procedure on (B)(6) 2013. Twenty eight channels were made. The patient presented with atrial fibrillation on (B)(6) 2013.

Manufacturer narrative:
According to the report, the patient (male, (B)(6)) underwent a tmr procedure on (B)(6) 2013. Twenty eight channels were made. The patient presented with atrial fibrillation on (B)(6) 2013.the patient had a history of diabetes, family history of coronary artery disease before age 55, hypercholesterolemia, hypertension, and was a smoker. The tmr procedure was performed on (B)(6) 2013 with 28 channels placed; the total laser procedure time from first channel to time of last channel was two minutes. No problem was reported with the sologrip iii handpiece. Six channels were placed on the left ventricle anterolateral, 18 channels were placed on the left ventricle posterolateral, and 4 channels were placed on the left ventricle apex. The channels were delivered to the intended areas and no adverse events were reported during the procedure. The patient was reported to have atrial fibrillation on (B)(6) 2013 and was released from the hospital on (B)(6) 2013. The patient reported no angina during the 30-day follow-up. All information indicates that the handpiece functioned correctly. A review of available records was performed for this event. Atrial fibrillation is a known, common, early adverse event following cardiac surgery. Up to 40% of CABG patients experience post-operative atrial fibrillation. Atrial fibrillation has also been recorded in tmr+CABG patients at around 24%, such as the patients in these events, and the occurrence of atrial fibrillation in stand-alone tmr patients is even lower, reported at 10%. Post-operative atrial fibrillation is usually benign and resolves within a short period of time, as appears to be the case in this event.

Event description:
According to the report, the patient (male, (B)(6)) underwent a tmr procedure on (B)(6) 2013. Twenty eight channels were made. The patient presented with atrial fibrillation on (B)(6) 2013.